Event description:
It was reported that during the prime process the numbers on customer's insulin pump were changing rapidly. The motor slowed after customer touched the reservoir. Insulin did not squirt out after releasing the act button. Customer programmed a fixed prime and it showed the correct amount of insulin left in the reservoir. The device passed the self test. Customer was advised to monitor the device and call back if needed. On (B)(6) 2014, customer's mother called and reported that customer had been in the hospital since 07/01/2014 for high blood glucose levels, 200-300 mg/dl. She was wearing the device while in the hospital. The doctor tried different infusion sets and sites, but customer still had high blood glucose. During manual prime, the device would show random numbers. Doctor recommended a new device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.